Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Impella 5.5 #630882 + purge cassette returned. Data logs were returned. The returned product was investigated. The pump was soaked in warm water and tergazyme solution to get rid of any dried material and check for biomaterial. Biomaterial was found in the purge gap under microscopic guidance. No other abnormalities were seen. The pump was successfully primed and run in the lab, with no high purge pressure or purge system blocked alarms reproducing. Data log analysis confirmed the purge system blocked alarms and high purge pressure alarms occurring between 8:37pm on 10 nov 2025 to 1:47am on 11 nov 2025. No motor current spikes were seen outside of p-level changes. A gradual rise in purge pressure was seen starting around 7:20pm on 10 nov 2025. An isolated suction alarm was seen towards the beginning of the case but resolved within a few seconds. No other abnormal trends were seen. Purge pressure high: clinical details mention purge system blocked alarms seen during the case. The root cause of the purge pressure high and purge system blocked alarms was most likely biomaterial buildup in the purge gap based on the product evaluation and data log analysis. Arrythmia: clinical details mention that the patient's bp dropped after impella implantation and was hemodynamically unstable upon induction. Patient came back from or hypertensive and tachycardic. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the procedure, the patient became hemodynamically unstable upon induction; a right axillary cutdown with a 10-millimeter graft was performed, and an impella 5.5 was placed over a 0.035-inch wire, achieving flows of 5.5¿5.6 liters per minute with transesophageal echocardiography confirming a 4.7-centimeter depth. The patient was transferred to unit 716. Overnight, purge flow issues occurred, tissue plasminogen activator was administered, and the patient was returned to the operating room for impella 5.5 exchange.